Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: unknown, ubd: , UDI#: unknown h6: codes applicable are fdm b17,fdr c20,fdc d16, img g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, after the software upgrade, the nim was not usable. Issue while connecting with patient interface. There was no patient involvement.

Manufacturer narrative:
Another regulatory report 1045254-2024-01295 has been submitted for the same event for product ID#: nim4cm01, s/n: (B)(6) and product ID#: nim4cpb1 with serial/lot#: (B)(6). Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 h3: product analysis found that the customer complaint cannot be confirmed. After an endurance test, no wireless connection was lost. Software version v1.5.4 this is not the most recent version. H6: previously applied codes fdd a110207, fdm b17, fdr c20, fdc d16 are no longer applicable. Additional codes imf f27 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot#: (B)(6), UDI#: (B)(4), manufacturing date 2023-08-07. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 h3: product analysis found that the customer complaint cannot be confirmed. After an endurance test, no wireless connection was lost. Software version v1.5.4 this is not the most recent version. H6: previously applied codes fdd a110207, fdm b17, fdr c20, fdc d16 are no longer applicable. Additional codes imf f27 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, that during thyroidectomy procedure, nim shutdown two times and issue with wifi connection with patient interface. There was delay of 15 minutes and procedure was completed with reported product. Troubleshooting was performed, and both the mainframe and patient interface worked as intended. There was no patient injury.